Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: during investigation, the black box and the alarm history showed no evidence of a cs 006 eeprom write failure alarms. There were multiple ¿cs087¿ language file corrupt alarms recorded. A hard ¿cs69¿ alarm was reproduced during the rewind step causing an inadequate investigation of the pump. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.